Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had one non-sustained ventricular tachycardia episode that caused pacing inhibition of one dropped beat. It was noted that the clinician was able to reproduce in clinic with arm movements of stretched over head and across body. A possible lead fracture was suspected. The rv lead remains in use. No patient complications have been reported asa result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was noise on the right ventricular (rv) lead. The rv lead was reprogrammed and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was suspected to have a fracture in the pace/sense portion of the rv lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.